Event description:
A site representative reported that the registration accuracy was lost after completing accuracy checkpoints, re-aligning the points after moving the frame position, and then going back in the software to complete additional contours. Rep reported they completed a point merge registration with fiducials and were accurate. Then they completed accuracy checkpoints due to having to move the frame and then re-aligned using the points and were accurate. The surgeon wanted additional contours so they went back in the software to add them to the model. When they went back to navigate, their re-alignment was no longer accurate. The surgeon aborted the use of the navigation system. There was no impact to the patient.

Manufacturer narrative:
Insufficient information to identify root cause of issue. Software investigation finds that the issue could not be replicated by medtronic personnel. The system has been used in multiple cases since without issue.